Event description:
Information received from the field does not address the patient's clinical status but notes that blood was discovered in the lead while repositioning. The lead was cut intentionally to carry the guidewire into the vessel.